Event description:
Litigation papers allege pain, discomfort, swelling, bone and tissue damage, systemic injuries, and excessive metal ion levels. **update** (B)(6) 2013 - the sales rep has reported the revision surgery. Reason for revision is unknown at this time, however, it was noted that there was some bone loss at the proximal femur. The stem is being reported to address the bone loss.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 10/2/14 - medical records received. Upon revision stem loosening, and metal staining and inflammation of the tissue were noted. The information received does not change the MDR decision. This complaint was updated on: 10/16/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 09/26/2014 - plaintiff's preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/08/2014.